Manufacturer narrative:
Baxter medical director assessment: 09/06/07, the clinical picture suggest most likely an allergic reaction, but from the differential diagnostic standpoint, the more unlikely situation of a thrombosis cannot be excluded. Given the temporal relationship to the application of both floseal and tisseel, a causal relationship to the application of floseal cannot be excluded. Allergy to aprotinin (tisseel) is a more likely caused, since the immunogenicity of gelatin is known to be extremely low. Given the specific technical difficulties of the hemostasis in this case, the application of excessive pressure on the bleeding organ, may also have forced some floseal into the vascular system. Investigation and potential exclusion of a thromboembolism may be helpful. Both events (allergy and contraindication of applying the product intravascularly) are appropriately labeled in the floseal IFU. Md biosurgery. Further details of the product used and the lot numbers have been requested as well as: are there any details with respect to the vascular status of the pt. Has thrombosis been excluded as cause. Is there a known previous exposure of pt to aprotinin and/or trasylol. Are there any results of bovine sensitization tests or allergic screening with respect to aprotinin. A follow-up report will be submitted.

Event description:
This is a spontaneous case report of allergic reaction following the use of tisseel and floseal, rec'd by another country co, from a surgeon. It refers to a female pt who underwent surgery on a large pelvic tumor, thought to be a teratoma, in 2007. The tumor had a "nasty' vasculature and proved to be troublesome. During this operation, the pt required 40 units of blood. The bleeding could not be controled, and the pt was thoroughly packed and the pt closed. Two days later, the pt was re-opened. The packs were removed and the pt began to hemorrhage again, but to a lesser extent and required 12 units of blood. The bleeding was stopped again by packing and the pt reclosed. On the fifth day after surgery (five days later), the pt was opened again and the packing removed. Again, she began to hemorrhage. Two syringes of floseal (10ml) were used for hemostasis. The area was sprayed with 5ml of tisseel for further support. Although hemostasis had been achieved, the surgeon was concerned that if a further bleed occurred, the pt would die before surgical intervention was possible. She was packed again; this time with the packs compressed into a sterile small soft plastic bag, removed from a laparoscopic kidney removal device, and applied with pressure. Within 5 minutes, the pt's blood pressure began to drop but no bleed could be detected. The pt's vital signs were monitored and there was a significant change in blood pressure (110 dropping to 75 mmhg) and heart rate (increasing form 80s to 100-110). There was also a marked skin reaction with urticaria and redness across her abdomen. The staff were concerned that an allergic reaction to one of the products used had taken place, because of the close temporal association and the level of noradrenaline being given to the pt (0.16 ug/kg/hr). There was no bronchospasm. The plastic bag and the packing were removed two days later with no rebleeding. Her skin had cleared of the reaction. The patient had no history of bovine allergy.